Event description:
It was reported that during an unk procedure, after releasing the 6th magazine, the spring fell out of the instrument (the stapler had worked perfectly up to that point) - but then jammed. Since the procedure was completed, there were no delays, no patient damage, no other small parts found. They stated they it felt "different" from the start - but there was no impairment of functions to the stapler.

Manufacturer narrative:
(B)(4). Date sent: 3/12/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/7/2024. Batch # 714c52. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage with the jaws and trigger in the close position. Also, the knife was noted as partially advanced, the knife reverse switch was activated and the knife returned to the home position as expected. Also a gst60w reload fully fired loaded on the device. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple form release criteria. Upon further inspection, the firing trigger would not function as intended and felt loose. In order to verify the condition of the internal components, the device was disassembled, and the spring firing trigger was noted to be out of its intended position. The event described could not be confirmed as the device performed without any difficulties noted. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the spring firing trigger is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 714c52, and no non-conformances were identified.